Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample with open package and two photographs of the incident were provided for evaluation. The sample and photographs were visually evaluated, and a black foreign matter was observed inside the IV drop chamber. The reported defect was confirmed. Based on the supplier's response, the embedded spots were degraded plastic pvc which is a non-moveable particle. A possible root cause could be embedded spots already present in the grain of the raw materials. The supplier has implemented improvement actions in the injection molding process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: dirt or mold in IV tubing. Detailed inquiry description: pharmacy technician opened IV packaging and wrapping seemed secure, I'm not sure what it inside the tubing, but looked like dirt or mold. No injury reported.